Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated halfway out of the tube'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('malposition of essure device location of device: uterus myometrium protruding through side of tube/perforation (uterus),/expulsion of essure device'), abortion spontaneous ('miscarriage'), pelvic pain ('pelvic pain') and intra-abdominal haemorrhage ('abdominal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, miscarriage, pain in extremity, acne, pulmonary embolism, hypercoagulation, abdominal pain and epigastric pain. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included genital bleeding, menses irregular, overactive bladder, menometrorrhagia, anemia, multiple myeloma, dvt, breast mass, eye itching, incontinence, shortness of breath, urinary frequency, dysuria, urinary frequency, urinary urgency, sneezing, insomnia, hypothyroidism, hyperlipidemia, esophageal reflux, deep vein thrombosis, esophageal spasm, agammaglobulinaemia, osteopenia, sleep apnea and knee pain. Concomitant products included duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since 2011, levothyroxine sodium (synthroid), omeprazole since (B)(6) 2010, phendimetrazine, sertraline hydrochloride (zoloft) since (B)(6) 2012, vitamin d nos (vitamin d), zoledronic acid (zometa) since (B)(6) 2012 and zolpidem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("when the essure was placed one of the coils was misfired into my uterus/ one of them didn't deploy right"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti (urinary tract infection)") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced migraine ("migraines/headache"). In (B)(6) 2014, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: mood"), anxiety ("psychological or psychiatric problems condition :anxiety"), mood swings ("mood swings") and depression ("depression"). On (B)(6) 2018, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash,"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (davinci hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, urinary tract infection, dyspareunia, complication of device insertion, mood altered, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, anxiety, depression, dysmenorrhoea, vaginal discharge, weight increased and rash outcome was unknown and the pelvic pain, dermatitis allergic, migraine and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, complication of device insertion, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2018. I did know that I had 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes appear to be occluded at the cornu bilaterally. Status post essure contraceptive coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 23-jan-2019. The most recent information was received on 06-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated halfway out of the tube'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('malposition of essure device location of device: uterus myometrium protruding through side of tube/perforation (uterus),/expulsion of essure device'), abortion spontaneous ('miscarriage'), pelvic pain ('pelvic pain') and intra-abdominal haemorrhage ('abdominal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, miscarriage, pain in extremity, acne, pulmonary embolism, hypercoagulation, abdominal pain and epigastric pain. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included genital bleeding, menses irregular, overactive bladder, menometrorrhagia, anemia, multiple myeloma, dvt, breast mass, eye itching, incontinence, shortness of breath, urinary frequency, dysuria, urinary frequency, urinary urgency, sneezing, insomnia, hypothyroidism, hyperlipidemia, esophageal reflux, deep vein thrombosis, esophageal spasm, agammaglobulinaemia, osteopenia, sleep apnea and knee pain. Concomitant products included duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz) since (B)(6) 2012, hydrocodone bitartrate; paracetamol (norco) since 2011, levothyroxine sodium (synthroid), omeprazole since (B)(6) 2010, phendimetrazine, sertraline hydrochloride (zoloft) since (B)(6) 2012, vitamin d nos (vitamin d), zoledronic acid (zometa) since (B)(6) 2012 and zolpidem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("when the essure was placed one of the coils was misfired into my uterus/ one of them didn't deploy right"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti (urinary tract infection)") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced migraine ("migraines/headache"). In (B)(6) 2014, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: mood"), anxiety ("psychological or psychiatric problems condition :anxiety"), mood swings ("mood swings") and depression ("depression"). On (B)(6) 2018, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash,"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (davinci hysterectomy and hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, urinary tract infection, dyspareunia, complication of device insertion, mood altered, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, anxiety, depression, dysmenorrhoea, vaginal discharge, weight increased and rash outcome was unknown and the pelvic pain, dermatitis allergic, migraine and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, complication of device insertion, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2018. I did know that I had 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes appear to be occluded at the cornu bilaterally. Status post essure contraceptive coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received: new event added- rash. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5082621) on 23-jan-2019. The most recent information was received on 01-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated halfway out of the tube'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('malposition of essure device location of device: uterus myometrium protruding through side of tube/perforation (uterus),/expulsion of essure device'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),'), abortion spontaneous ('miscarriage'), pelvic pain ('pelvic pain') and intra-abdominal haemorrhage ('abdominal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 4, miscarriage, pain in extremity, acne, pulmonary embolism, hypercoagulation, abdominal pain and epigastric pain. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included genital bleeding, menses irregular, overactive bladder, menometrorrhagia, anemia, multiple myeloma, dvt, breast mass, eye itching, incontinence, shortness of breath, urinary frequency, dysuria, urinary frequency, urinary urgency, sneezing, insomnia, hypothyroidism, hyperlipidemia, esophageal reflux, deep vein thrombosis, esophageal spasm, agammaglobulinaemia, osteopenia, sleep apnea and knee pain. Concomitant products included duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since 2011, levothyroxine sodium (synthroid), omeprazole since (B)(6) 2010, phendimetrazine, sertraline hydrochloride (zoloft) since (B)(6) 2012, vitamin d nos (vitamin d), zoledronic acid (zometa) since (B)(6) 2012 and zolpidem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("when the essure was placed one of the coils was misfired into my uterus"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti (urinary tract infection)") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced migraine ("migraines/headache"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: mood"), anxiety ("psychological or psychiatric problems condition :anxiety"), mood swings ("mood swings") and depression ("depression"). On (B)(6) 2018, the patient experienced rash ("allergic or hypersensitivity reaction type: rash,"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (davinci hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, urinary tract infection, dyspareunia, complication of device insertion, mood altered, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, anxiety, depression, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, rash, migraine and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes appear to be occluded at the cornu bilaterally. Status post essure contraceptive coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Reporters information updated. Events: hormonal changes describe: mood, hot flashes, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage),device ineffective, allergic or hypersensitivity reaction type: rash, bacterial vaginosis, psychological or psychiatric problems condition: mood swings, anxiety, depression, migraines, nausea, dysmenorrhea (cramping), expulsion of essure device,perforation (uterus) /malposition of essure device location of device: uterus myometrium protruding through side of tube , perforation (fallopian tube),weight gain, spontaneous abortion were added. Event: outcome were updated: pelvic pain, rash, migraine, nausea. Historical drug, concomitant drugs, medical history, lab data were added. Event headache updated to migraine. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082621) on 23-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils had migrated halfway out of the tube"), pelvic pain ("pelvic pain") and intra-abdominal haemorrhage ("abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("when the essure was placed one of the coils was misfired into my uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), headache ("headaches"), urinary tract infection ("frequent uti (urinary tract infection)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, intra-abdominal haemorrhage, headache, urinary tract infection, dyspareunia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, dyspareunia, headache, intra-abdominal haemorrhage, pelvic pain and urinary tract infection to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.